Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
Additional information received on 12/18/20254: this was discovered during a labral repair procedure. The anchors were removed from the patient. The case was completed using an ar-3636 knotless fibertak. The case was delayed twenty minutes without additional anesthesia.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/9/2024, it was reported by a sales representative via email that the eyelets of three ar-2923bc biocomposite pushlock eyelets broke off while barely inserting the anchor into the bone. Everything was removed from the patient. The case was completed using 1.8 knotless fibertak devices. This was discovered during a procedure on (B)(6) 2024. Additional information requested 12/16/2024.